Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. The lot history record (lhr) review for this product was not performed because the lot number was not reported. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6)-2015 was to treat a calcified lesion in the mid left anterior descending (lad) artery. The patient presented with a non-st elevated myocardial infarction (after a car crash). Pre-dilatation was performed with a 2.5 x 20 mm non-compliant (nc) balloon. One point of the lesion was not dilated enough due to the calcification and after deployment of the 3.0 x 28 mm implant, the same point of the implant was not dilated enough. Post-dilatation was performed with a 3.0 x 20 mm nc balloon and a 3.5 x 08 mm nc balloon at 16 atmospheres (atm). The final outcome was good despite the point in question never well dilated. The final residual stenosis was less than 10%. The patient was discharged on tricagrelor as a part of dual antiplatelet therapy (dapt). On (B)(6)-2015, the patient returned with chest pain and confirmed to have had an anterior infarction with implant thrombosis. After successfully aspirating the thrombus, a 3.0 x 33 mm xience xpedition stent was deployed at 12 atm and a small dissection occurred. A 2.5 mm xience stent was deployed to cover the dissection. The patient is doing well. It was not possible to do imaging. It was confirmed that the patient had been compliant with dapt. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record did not reveal any nonconforming material records that would have contributed to the reported complaint.

Event description:
New information received states that it was a 2.5 x 33 mm xience xpedition stent that caused the dissection, not a 3.0 x 33 mm xience xpedition as initially reported. No additional information was provided.